Event description:
The user facility in china reported that the vitrectomy cutter didn t work during surgery. They stopped using the cutter. There is no further information available.

Manufacturer narrative:
It is unknown whether the product is available for return since it was reported that no further information is available. Manufacturing and sterilization records were reviewed and found to be acceptable. This investigation is ongoing.

Manufacturer narrative:
The product was requested for return but there was no response to our inquiry. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is complete.